Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient ((B)(6) year old, (B)(6) kg, taking eliquis) underwent atrial fibrillation and atrial flutter (afl) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered steam pop and cardiac tamponade requiring pericardiocentesis. It was reported that during the procedure, a pericardial effusion was noticed. There was a steam pop. The pericardial effusion was confirmed by intracardiac echocardiography immediately following the steam pop. The medical intervention provided was a pericardiocentesis and 200cc of fluid was removed. The patient was reported to be in stable condition. The patient required extended hospitalization because they had a drain in place and had fully recovered. In the opinion of the physician the cause of the event was procedure and steam pop. The event was discovered during the use of biosense webster products and after ablation was performed. Transseptal puncture was performed with cook transseptal needle. The irrigation setting were 15 cc/min. There were no error messages on biosense webster equipment. All force visualization features were utilized. The visitag module was used with respiratory gating for stability and the tag color set by tag index. Since this event may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR reportable. The biosense webster, inc. Product analysis lab received the device for evaluation on may 18, 2020 and identified multiple kinks approximately 60cm and 68cm from distal tip and one near the handle. This returned condition was assessed as not MDR reportable. The device integrity was maintained and no internal components were exposed to the patient. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
On 6/26/2020, the product investigation was completed. It was reported that a female patient (69 year old, 71kg, taking eliquis) underwent atrial fibrillation and atrial flutter (afl) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered steam pop and cardiac tamponade requiring pericardiocentesis. It was reported that during the procedure, a pericardial effusion was noticed. There was a steam pop. The pericardial effusion was confirmed by intracardiac echocardiography immediately following the steam pop. The medical intervention provided was a pericardiocentesis and 200cc of fluid was removed. The patient was reported to be in stable condition. The patient required extended hospitalization because they had a drain in place and had fully recovered. In the opinion of the physician the cause of the event was procedure and steam pop. Device evaluation details: the device was visually inspected and kinks were found in the shaft. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device [30342102m] number, and no internal actions related to the reported complaint condition were identified. The catheter passed all specifications.the root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The bent shaft could be related to the handling of the device during shipment. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).